Manufacturer narrative:
(B)(4). A covidien technical support engineer (tse) troubleshot this issue with the customer over the phone. The tse recommended running the extended self test (est), short self test (sst), and performance verification test (pvt). The customer reported that the ventilator passed the est and that further testing would be done before placing the device back in service.

Event description:
It was reported that during patient use, a ventilator would not ventilate. The patient was removed from the ventilator and transferred to another device. There was no report of patient harm as a result of this event.